Manufacturer narrative:
(B)(4).

Event description:
On 17 oct 2016, the pt reported he/she had an eye infection. A call was placed to the pt on 17 oct 2016 and the pt provided the information as follows: pt reported the eye infection occurred ou. The pt reported he/she was not treated by her eye care provider (ecp) and that he/she went to an urgent care clinic for treatment. Pt reported he/she was diagnosed with ¿bacterial conjunctivitis.¿ pt reported her eyes are fine now and he/she is wearing glasses. On 08 nov 2016, the pt¿s medical records were received and the following additional information provided: date of visit: (B)(6) 2016: primary diagnosis: other mucopurulent conjunctivitis, bilateral; reason for visit: pink eye; pt is a (B)(6) female. Pink eye: the problem is new. This problem existed for 2 days. This problem occurs constantly. Since onset, the problem has been gradually worsening. The left and right eye are both affected. The level of severity moderate. Associated symptoms include tearing, redness, and discharge. Negative for blurred vision, foreign body sensation, photophobia, decreased vision, itching, limited eye movement and swelling. Treatments tried: nothing tried. Treatments provided no relief. Medication: tobramycin (tobrex) 0.3% opthalmalmic solution 1 drop to both eyes every four hours for 7 days the lot number of the suspect product is unknown. This report is for the pt¿s os event. The pt¿s od event will be reported in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.